Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the they experienced low blood glucose. The customer¿s blood glucose level was 2.9 mmol/l. The customer mentioned other blood glucose as high set on 13.00 mmol/l, 4.4 mmol/l. The insulin pump was used prior event. The customer did not think low blood glucose was due to reservoir and tubing. The insulin pump passed displacement verification test and self-test. Insulin was coming out. The customer has not been hospitalized. The insulin pump will not be returned for analysis.